Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify low battery alarm due to buttons not responding.

Event description:
The customer reported via phone call that the insulin pump had low battery alarm. The customer¿s blood glucose was unknown. The customer was reported that the alkaline battery had not last more than 1 week. The troubleshooting was performed. The customer was calling back within 1 week after previously completing low battery troubleshooting. The customer was advised the insulin pump will need to be replaced and refer to backup plan. The insulin pump will be returned for analysis.